Manufacturer narrative:
Concomitant product: 694965, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was difficult to interrogate, but when the patient laid down they were able to interrogate. It was noted that the device was picking up some electromagnetic interference (emi) from their left ventricular assist device (lvad). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.